Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: labeling review analysis of images. The complaint for valve embolizes into ventricle was confirmed with objective evidence via the imaging evaluation. This patient had a septal flail/prolapse affecting more than half of the septal leaflet in screening. Additionally, there was a pacing lead that was expected to interact with evoque, so the site removed the ICD lead prior to evoque deployment. Per the call with the clinical specialists, it was identified that the lead extraction caused an additional flail on the posterior-septal portion of the valve. The flail extended from posterior-septal commissure to the anterior-septal commissure, causing approximately 4 anchors to not have adequate leaflet capture. Therefore, available information suggests that the flail circumference increased so there was not enough leaflet engagement for valve retention. It was also identified in the imaging evaluation that the 6 o'clock anchor was low at atrial expansion, which also could have contributed to lack of annular retention. This patient also had negative basal oversizing, therefore there was minimal retention in the rv, contributing to valve embolization. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where the patient was screened for a 52 mm evoque with annular oversizing of 14.8%/20.9% and basal oversizing of -15.5%/-2%; screening noted a septal flail. Unremarkable procedure through deployment, all anchors confirmed to capture leaflets minus the area of the septal leaflet that was flail and the commissures. Anterior septal side of the device dropped post deployment. Snares were applied from both internal jugular and femoral approach to stabilize the valve position. A 29mm sapien (s3) was implanted in the evoque valve; snares were removed post sapien deployment, valve stayed in place and is stable with a remainder trace pvl in the posterior septal location of where the flail was located. Per internal imaging evaluation, it was confirmed that the 52mm evoque valve embolized into the right ventricle requiring one sapien valve.